Event description:
The pt felt a pinching feeling when she leaned back or pushed down on the implant/lead site. When she changed positions the feeling went away. Follow-up with the physician revealed that the patient experienced new pain. A lead revision was being considered-it was unclear, it had occurred by the time of this report.